Manufacturer narrative:
As reported, during a laparoscopic inguinal hernia repair using the capsure fixation device, the fasteners did not penetrate deeply. The sample is said to be returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate, no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. Review of manufacturing records confirms product was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. The evaluation of the returned sample could not reproduce the reported event. The device functioned as intended during functional and simulated use testing, deploying the last remaining fasteners with no issues. No manufacturing anomalies were found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair, capsure fixation device failed to fixate. Three fasteners which were released from the device were difficult to insert and did not penetrate the tissue deeply, leaving a gap between the mesh and abdominal wall. It was reported that the three fasteners that did not penetrate completely were left in the patient's body. Another capsure device was then used allowing the procedure to finish without any issues. There was no patient injury.

Event description:
As reported, during a laparoscopic inguinal hernia repair, capsure fixation device failed to fixate. Three fasteners which were released from the device were difficult to insert and did not penetrate the tissue deeply, leaving a gap between the mesh and abdominal wall. It was reported that the three fasteners that did not penetrate completely were left in the patient's body. Another capsure device was then used allowing the procedure to finish without any issues. There was no patient injury.

Manufacturer narrative:
As reported, during a laparoscopic inguinal hernia repair using the capsure fixation device, the fasteners did not penetrate deeply. The sample is said to be returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate, no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.